Event description:
The account alleges that the hi/low drifts downward.

Manufacturer narrative:
The tech cleaned and rebuilt both drive brake assemblies, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort continue until we are current.